Manufacturer narrative:
B3: event date is date valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from an unknown source. Regarding a patient, who was implanted with an implantable neurostimulator (ins). It was noted, that the patient had an implantable neurostimulator (ins), that was implanted after its use before date. The implant date was estimated to be (B)(6) 2024, while the use before date was 11/14/2016. Good faith effort was attempted to find the correct implant date, but was unable to be confirmed. Thus estimated date of implant is put down as (B)(6) 2024.